Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the pump off pass word was requested. The password was given. The patient had surgery yesterday ((B)(6) 2019) for pump replacement due to end of battery life. During the surgery the catheter was explanted but the pump was not explanted or replaced. It was unknown why the pump was not explanted and replaced. Magnetic resonance imaging of the lumbar sacral spine was planned to get information on how to get the pump out. It was unknown if the procedure was due to a problem with the device or therapy. No symptoms were reported. No further complications were reported. On (B)(6) 2019 additional information was received from a healthcare professional (hcp) via a company representative. The pump and catheter were to be explanted and replaced by another manufacturer products. The physician was unable to place the new catheter. He aborted the procedure at that time with plans for a surgeon to place the catheter and pump at a later date. There was no device issue. The pump and catheter replacement were scheduled for (B)(6) 2019 but was unknown if the procedure was performed. Patient weight was unknown.